Event description:
Asr revision; asr xl - left hip; reason for revision: alval/soft tissue reaction.

Event description:
Additional reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, left, asr xl, reason(s) for revision: alval / soft tissue reaction. Update received: 14th june 2013 - added product: stem and further reason for revision: pain. Update received: 28th march 2014 - filled mapped to mw fields, added (B)(6) reference number, marked as legal, added surgeon: mr (B)(6) and amended side hip: right.